Event description:
The customer would like the run data file investigated to determine a possible cause for the higher-than-expected wbc content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4). No medical intervention was required. The disposable set is unavailable for evaluation because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury,

Manufacturer narrative:
(B)(4). The run data file was analyzed. Signals indicate it is possible, though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to this situation. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.